Event description:
Advanced bionics was made aware that the patient suffered a head trauma. After the trauma, the patient experienced intermittency. External equipment was exchanged; however this did not resolve the issue. Additional troubleshooting confirmed that the device is not functioning. Revision surgery will be scheduled.